Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the sleeve functioned poorly causing leakage from the safety lock. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during blood draw, user need to change from mint-cap tube to lilla-cap tube, after the mint-cap tube draw it starts to drip 2-3 drops of blood from the safety-lok cannula. User observed that the rubber protection did not cover the cannula properly.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the sleeve functioned poorly causing leakage from the safety lock. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during blood draw, user need to change from mint-cap tube to lilla-cap tube, after the mint-cap tube draw it starts to drip 2-3 drops of blood from the safety-lok cannula. User observed that the rubber protection did not cover the cannula properly.